Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #3 of 5 reference MFR. Report: 3006705815-2018-0611, 1627487-2018-02925, 1627487-2018-02927, 1627487-2018-02928. It was reported the patient has an infection at the ipg site and anchor sites. The infection has been confirmed by lab work and by visual inspection. The patient has been prescribed oral antibiotics. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg and leads were explanted.